Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unknown transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unknown transmitter issue occurred. Data was evaluated and the allegation of transmitter failed error was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.